Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired and the first clip fell off the cystic duct. Second firing, the device did not fire. Unk how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.